Event description:
The user facility reported during the procedure the vitrectomy cutter stopped cutting. They opened a back up pack and the procedure was completed without incident. There was no injury to the patient.

Manufacturer narrative:
Evaluation completed. On 25ga cutter was returned in a plastic biohazard zip lock bag along with a cx6925 pack label. The lot number on the label is v0330. The tip protector was not returned. The needle was bent approximately 10 degrees or less. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. A functional test was performed the cutter had good clean cuts at various cut rates and aspirated as required. The cutter did not stop cutting or display intermittent cutting during functional testing. The sterilization and lot history records have been reviewed and found to be acceptable.